Manufacturer narrative:
H3: analysis of the pump found corrosion/wear/lubrication on the pump motor gear train and also a stall due to shaft bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the pump had a motor stall and did not restart. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the pump was interrogated. The actions and interventions taken to resolve the issue was the pump was replaced on (B)(6) 2019. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The cause for the motor stalls were not determined. Additional actions and interventions taken to resolve the motor stall, the patient¿s spasticity and itchiness was the rate was decreased to minimal rate to prevent surge in medication if the pump recovered from the stall and oral baclofen was provided. The patient status was noted as alive, no injury. The pump was used to deliver gablofen ¿5000¿ at 600mcg. The patient¿s medical history included cerebral palsy. No further complications were reported or anticipated.

Manufacturer narrative:
Per the device interrogation, the logs indicated the device had been programmed to deliver lioresal. Analysis results were not ready at the time of this report. A follow-up report will be sent once analysis is complete. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis. It was indicated the device was delivering compounded baclofen and was replaced on (B)(6) 2019. It was noted the patient had experienced a sudden loss of therapy. The device was used with/in the patient for treatment, there was no patient death, and the patient recovered without sequela. No rotor or dye studies were performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 847.4 mcg/day via an implanted pump for cerebral palsy and intractable spasticity. It was reported multiple motor stalls and recoveries occurred and the patient did not recently have a MRI. A motor stall occurred on (B)(6) 2019, recovered on (B)(6) 2019 at 5:50, and active motor stall occurred again on (B)(6) 2019 at 5:54. It was confirmed there were no electromagnetic interference or magnetic sources present. It was further reported they had originally planned on replacing the pump in october, but now they would look at getting it replaced sooner. She would look into when to have the pump replaced and would send the pump back for analysis. Reported symptoms included an increase in spasticity and itchiness. The event date was (B)(6) 2019. No further complications were reported/anticipated or expected.